Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd ultrasafe¿ passive needle guard syringe the plunger was discovered to be bent. The following information was provided by the initial reporter: no external damage to the pack, the syringe plunger is bent.

Event description:
It was reported that prior to use with a bd ultrasafe¿ passive needle guard syringe the plunger was discovered to be bent. The following information was provided by the initial reporter: no external damage to the pack, the syringe plunger is bent.

Manufacturer narrative:
H.6. Investigation summary: the customer issued a complaint for one folded plunger rod detected on the market. 11 picture evidences were provided to bd medical: pharmaceutical system (bdm-ps) for analysis. Based on provided evidence, one plunger rod still under blister can be seen with a clear folding on the shaft. The plunger does not have a bending curve but show a real breakage point which indicates a strong mechanical constraint applied on the part. The secondary packaging does not show any damages whereas the blister is slightly crushed but that could be induced by the removal of the blister from the packaging box. Although the applicable control plan ensure the occurrence is very low, bent condition can be induced by supplier moulding activities during ejection or transfer through conveyor. Similarly, compression inside bulk packaging or transportation event with packaging damage can lead to curvature. However, the reported level of folding shows these causes can be discarded as the clear breaking point requires a strong mechanical constraint. A supply batch history record's review was conducted and no event was identified all through the transportation, reception, storage, preparation and expedition from bd distribution center xplog. 121,300 units were received and 121,300 units were shipped to the customer. The batch was manufactured on april 29th, 2019 at bd approved supplier and release based on certificate compliance. The release paperwork has also been reviewed and the batch was shipped meeting the applicable specification: at least 800 parts were indeed visually inspected by the supplier and all controls passed. The 24 months customer complaints history search confirmed that no similar problem statement has been reported on this catalog number. Based on the investigation conclusion, bdm-ps was able to confirm the symptom perceived by the customer but does not correlate this symptom with a potential cause linked to bd process.